Event description:
The report received from the medical affairs indicated that a patient underwent double bypass surgery of unknown vessels within 2 and half months of initial cypher stent placement due to significant blockage and failure of stent therapy that was further explained as possible clot in the stent and/or collapsed stent; and had a heart attack approximately 9 years post initial stent placement. The patient's medical history is significant for smoking, denies alcohol, allergic to codeine and darvocet, cad. On an unknown date, the patient underwent cardiac catheterization that revealed an obstructed vessel- possibly the lad. As treatment in 2003, the patient had a cypher stent implanted in an unknown vessel. A month later, the patient had a scheduled visit for implantation of a second cypher stent in an unknown vessel. Approximately one and half months later, the patient suffered a chest pain. Upon scheduled hospitalization, the patient underwent double bypass surgery of unknown vessels due to significant blockage and failure of stent therapy. It was reported that the patient felt this event was related to the possible clot in the stent and/or collapsed stent. No additional information is available to date. In (B)(6) 2012, the patient was hospitalized for heart attack that was further described as "in back of heart." As treatment, the patient underwent a non-cordis stent placement in an unknown vessel. The event resolved. The patient declined to provide any additional information.

Manufacturer narrative:
Concomitant medications included aspirin, plavix, and prasugrel. Please note that the implant date of the study device is unknown however it was reported that the implant year of the device was 2003. Likewise the event date is also unknown, but it was reported that the thrombosis and reocclusion occurred in 2003; and mi and reocclusion occurred in (B)(6) 2012. Complaint conclusion: the report received from the medical affairs indicated that a patient underwent double bypass surgery of unknown vessels within 2 and half months of initial cypher stent placement due to significant blockage and failure of stent therapy that was further explained as possible clot in the stent and/or collapsed stent; and had a heart attack approximately 9 years post initial stent placement. The patient's medical history is significant for smoking, denies alcohol, allergic to codeine and darvocet, cad. On an unknown date, the patient underwent cardiac catheterization that revealed an obstructed vessel- possibly the lad. As treatment in 2003, the patient had a cypher stent implanted in an unknown vessel. A month later, the patient had a scheduled visit for implantation of a second cypher stent in an unknown vessel. Approximately one and half months later, the patient suffered a chest pain. Upon scheduled hospitalization, the patient underwent double bypass surgery of unknown vessels due to significant blockage and failure of stent therapy. It was reported that the patient felt this event was related to the possible clot in the stent and/or collapsed stent. No additional information is available to date. In (B)(6) 2012, the patient was hospitalized for heart attack that was further described as "in back of heart." As treatment, the patient underwent a non-cordis stent placement in an unknown vessel. The event resolved. The patient declined to provide any additional information. There is no product device lot number information available and thus no DHR could be performed. Thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. Myocardial infarction is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information available it is not possible to draw an accurate conclusion between the reported events and the possible contributing factors. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00052 and 3003742446-2013-00053.